Event description:
Correction: the patient had fevers of 102 degrees fahrenheit, not 120 degree fahrenheit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 following an outside blood culture that was positive for enterococcus. The patient initially felt unwell on (B)(6) 2017 and continued to have fevers over 120 f through the next few days. Ampicillin and vancomycin were started upon admission with ceftriaxone being added on (B)(6) 2017. Transthoracic echocardiogram (tte) was done on (B)(6) 2017 which ruled out possible vegetation, CT of the abdomen ruled out infection around driveline. The patient was discharged on (B)(6) 2017 with PICC line for home penicillin infusions and indefinite amoxicillin until transplant.